Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Before use on patient: it was reported that the two parts of the proximal reaming holder would not fit together during the nurses instrument set up - appeared to be cross threaded (instrument from loan kit) . Action taken: used same instrument from a consigned set.

Manufacturer narrative:
The device associated with this reported event was not returned for evaluation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.